Event description:
It was reported that, two weeks after the water vapor therapy, the patient is presenting swelling and urinary retention. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.